Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital due to being in cardiac arrest. The patient was intubated and was put on a ventilator. Technical services (ts) reviewed the reports and found that the device oversensed noisy signals in one of the ventricular episodes. There were no shocks delivered from the device. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital due to being in cardiac arrest. The patient was intubated and was put on a ventilator. Technical services (ts) reviewed the reports and found that the device oversensed noisy signals in one of the ventricular episodes. There were no shocks delivered from the device. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that the boston scientific representative wanted to know why there was no therapy delivered in the same reports. Ts stated that the ventricular therapy rate was programmed for higher than what the patient experienced. Ts suggested reprogramming. Additionally, ts stated that there was also intermittent t-wave or p-wave oversensing. Ts also stated that the right ventricular (rv) lead pacing and shock impedances significantly decreased and returned to baseline. Ts suggested a chest x-ray for lead placement and an evaluation for the lead. The device remains in use. No adverse patient effects were reported.